Manufacturer narrative:
(B)(4). Batch # m93f2c. The analysis results found that the (B)(4) device was returned inside its package. Upon visual inspection, it was observed that the blister from the packaging was damaged; the blister was found to be broken at one of the sides of the package. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface and this caused the reported event. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. A lot record was review and no anomalies were noted during the packaging process.

Event description:
It was reported that during an unknown procedure, once the device was opened the hard plastic corner came off with the wrapper which compromised the sterility of the device. It was not used on the patient. There was no adverse consequence to the patient reported.